Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Prior to going to bed, the customer¿s blood glucose (bg) level was within range. However, upon waking up, the customer¿s bg became elevated; value was unknown. Additionally, pump history was incomplete. Reportedly, the customer had an alternate method of insulin delivery available.